Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a voyager 2 x 15 mm was predilated in the lesion; however, during inflation, the balloon ruptured. No pt injury was reported. No add'l event or pt info is available.